Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error 63 alarms. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and helped the customer clear the alarms. Self test was performed and the insulin pump responded with a pump error 63 both times. The insulin pump will be replaced and returned.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08715 inches. No over/under delivery anomaly or missing segments/partial display noted. Pump trace download confirmed pump error 63 (variable 3), problem isolated to the keypad.